Event description:
A report was received that the patient¿s battery site was draining a little bit. The patient had a staphylococcal infection, which was not due to the device. The patient underwent an explant procedure and was also prescribed antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm, model#: sc-4316, lot #: 17333110, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.